Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the hospital technician accidentally bent the pod8 upon opening the packaging and the coil became detached prior to inserting into the catheter. Therefore, the pod8 was not used in the procedure. The procedure was completed used a new pod8.